Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.

Event description:
During an atrial fibrillation procedure, a fracture was noted in the catheter. The catheter was inserted into the patient without resistance. However, noise was noted on the image, and when checking the fluoroscopy, the tip of the catheter appeared to be bent. When the catheter was removed from the body and checked, a crack was noted at the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.